Manufacturer narrative:
Batch review performed on 07 march 2017. Lot 133668:(B)(4) items manufactured and released on 18 february 2014. Expiration date: 2019-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The surgeon determined the patient was dislocating. The surgeon believes the cup was in poor position, which caused the dislocation. The surgeon revised the cup, head and liner. The surgery was completed successfully. X-rays are available. Explants are not available.

Manufacturer narrative:
Additional information received on 09 march 2017 and includes: the surgeon confirmed that the cup was positioned "too flat" during the primary surgery. On 14 march 2017 the medical affairs director performed a clinical evaluation and commented as follows: cup revision in cementless tha one year after primary. The cause for revision is reported as recurring dislocation. This may be due to the cup position, which, from the (poor quality) x-ray, available in one frontal view only, appears to be limiting the range of motion, causing impingement between stem and cup. It is not known if this was the original cup position or a cup rotation took place. However, the cause for this problem should not be ascribed to the implanted devices.